Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
An abbott employee reported on behalf of the user a false positive result on binaxnow covid-19 ag self-test on (B)(6) 2022.per the employee, the consumer received a positive result on binaxnow covid-19 ag self-test. A confirmatory test (pcr) was performed, and it generated a negative result. The consumer isolated for 2 days, and this occurred in mid-december. The consumer did not have any symptoms. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded, single use.

Event description:
An abbott employee reported on behalf of the user a false positive result on binaxnow covid-19 ag self-test on (B)(6) 2022.per the employee, the consumer received a positive result on binaxnow covid-19 ag self-test. A confirmatory test (pcr) was performed, and it generated a negative result. The consumer isolated for 2 days, and this occurred in mid-december. The consumer did not have any symptoms. No additional patient information, including treatment and outcome, was provided.